Event description:
A customer contacted baxter's technical service center regarding a home choice (hc) low drain volume alarm (ldv), this alarm occurred during drain 2 of 4 with a drain volume of 23ml and a fill volume of 2000ml. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) stated, the hp disconnected during therapy. The tsr assisted in ending the therapy. The tsr advised the cg to inform the nurse (rn) of the patient accidently disconnecting and reconnecting during therapy. The decision tree showed the cause was air in line. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the reported problem was confirmed and the root cause was determined to be air in the patient line, based on the reported information. This issue is being investigated through CAPA.